Event description:
The facility representative reported "the front door will not close it is loose." Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
Baxter service technician evaluated the pump and found a cracked door assembly. The reported condition of a malfunctioning door was confirmed, determined to be caused by the cracked door assembly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.